Manufacturer narrative:
(B)(4).

Event description:
Data investigation could not confirm pairing issue. However, signal loss over one hour was found in connection to the reported allegation. The probable cause was the transmitter and app were unable to establish a connection.